Event description:
It was reported that pump screen had spiderweb cracks behind touchscreen and display issue affected ability to interact with pump and read screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.